Event description:
The customer reported that when removing the return electrode following an a-fib ablation procedure, the staff noticed blistering at the return electrode site. The return electrode had been placed on the pt's lower left back.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.